Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited placement difficulty "due to the design of the lead itself." The patient experienced tamponade from a perforation and the pericardium was filled. It was noted the patient required hospitalization and medication intervention, including an emergency cardiac electrocardiogram and continuous blood pressure monitoring. The lv lead was removed. No further patient complications have been reported as a result of this event.